Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, has been placed under evaluation for a valve-in-valve procedure after an unknown implant duration due to stenosis. No complaints of early failure. No planned intervention at this time.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, b5, b7, g3, g6, h2, h6 (component code, impact code, clinical code, type of investigation, and investigation conclusions). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a valve implant duration greater than dm, hld.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of 6 years, 8 months due to stenosis. The patient presented with heart failure and severe edema. The procedure was performed with a 26mm 9755rsl valve. The case went well and the patient is stable.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (component code, investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. As the valve implant duration is unknown, as a conservative approach, an implant duration both lesser than 5 years and greater than 5 years is being used for the evaluation. With the available information, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.